Manufacturer narrative:
Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Event description:
According to the customer, she went to sit on the rollator when the seat was up and fell into the basket.

Manufacturer narrative:
According to the customer, she went to sit on the rollator when the seat was up and fell into the basket. Customer states the color is all the same and it is hard for her to see the difference. Per the customer, after the fall, she needed to go to the hospital and to see her doctor. She needed an MRI, pain medication and steroids for pain and inflammation, and rehab and physical therapy. The customer states she is "less emotional now after the fall. Uncertain to say I'm ok. I'm medicated and mostly comfortable at this time." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.